Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the device failure to complete its internal self-test. Investigation of the photos provided by the service center found unknown substances deposited in the device. The investigation determined that the reported issue was due to contamination in the device. Review of the device logs also revealed the occurrence of a system fault error message (sf 74) indicating a software task fault. Based on previous investigations of similar complaints, it was determined that the system fault error message (sf 74) was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The pneumatic block was replaced to address this issue.resmed's risk analysis for this failure mode concludes that the risk is acceptable.(B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.